Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, while removing the 14fr esheath, the physician felt some resistance and reported "the sheath did not come out as smooth as normal." The esheath was inspected after the procedure and it was noted that a strip of the seam was hanging loose, but still attached to the esheath. An angiogram was taken of the right leg which confirmed and there was no dissection or damage to the vessel. The procedure was completed and the patient remained stable. The patient's tortuous and calcified anatomy was perceived to have caused the sheath seam to tear.

Manufacturer narrative:
The access vessel minimum luminal diameter (mld) measured 7mm with moderate calcification and severe tortuosity reported. The esheath was discarded and was not returned to edwards lifesciences for evaluation, however a picture of the device was provided for the investigation. Without the device return, functional testing and dimensional analysis were unable to be completed. A review of DHR, complaint history, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. Per the cer, the patient¿s access vessel was moderately calcified and severely tortuous. Past complaints have suggested that the following patient or procedural factors may have contributed to liner tears: calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. Furthermore, per report, the patient¿s tortuous and calcified anatomy was perceived to have caused the sheath seam to tear. The complaint of the sheath shaft liner torn was confirmed, however, due to the unavailability of the device, it could not be determined if a manufacturing non-conformances contributed to the event. Available information supports that patient or procedural factors may have contributed to the event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive actions are required.